Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It as reported that the buttons of the insulin pump were not working for a while and then, the insulin pump alarmed button error. The customer's blood glucose was 132 mg/dl. The customer stated that they had eaten and were unable to deliver a bolus. The customer stated that they were about to administer a manual injection. The discontinuation of the insulin pump was advised. The customer was advised that the device needed to be replaced. Nothing further was reported.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.